Event description:
The customer reported that the "speaker of the intellivue mp2 monitor is not ringing". No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.